Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2022, where there was found a lot of scar tissue around the pocket site that was broken up during the procedure. The physician didn't feel that a new pocket site was necessary and the scar tissue was the initial cause of pocket pain. Reportedly patient was stable and the issue of pain was addressed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient has pain and discomfort at the ipg site and also unable to walk due to pain. As such surgical intervention is anticipated to address the issue at a later date.